Event description:
The respiratory therapist and rn was outside the patient's room when they heard the vent alarming. Immediately they went into the room, the vent alarm read "vent inop" and then turned itself off. After the vent shut itself off, then it immediately turned back on, but the vent was not operating properly. The vent still was flashing "vent inop" and was inoperable. The respiratory therapist manually bagged the patient until a replacement ventilator was brought in and exchanged out with the malfunctioning vent. The malfunctioning vent was a rental.